Manufacturer narrative:
System was used for treatment. (B)(4) was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break or alarm #7: blood leak (centrifuge chamber). However corrective and preventive actions have already been initiated to investigate drive tube leak/breaks. The assessment is based on information available at the time of the investigation. The smart card data and photos were submitted for analysis. Review of the smart card data and photographs confirmed the drive tube had separated in one location. The break occurred on the side of the upper bearing stop between the stops and the upper bearing was left in its retainer after the drive tube broke. The lower bearing was still on the drive tube and was left in the lower retainer after the break occurred. Review of the photographs and smart card data was unable to determine if there was an issue with the kit that caused or contributed to the observed damage to the drive tube. No manufacturing related defects were confirmed during the evaluation. (B)(4)

Event description:
Customer called to report a blood leak just before buffy coat collection during a blood prime procedure. Customer said she had just paused the instrument to switch from the patient to the donor bag for buffy coat collection. Customer heard something "let go" in the centrifuge chamber and received a blood leak alarm. The blood leak occurred at 1,498 ml whole blood processed according the instrument, and after processing just over 800ml of the patient's blood. Customer said the centrifuge bowl and drive tube bearings were still installed after the leak occurred, but the top end of the drive tube had separated at the point of the upper bearing. Customer said earlier in the treatment, before she had initially switched from the donor bag to the patient, she had, on two different occasions, noticed the red cell layer rise above the level of the laser, and the bowl optic sensor reading drop into the 70s. Each time this occurred she paused, stopped the bowl, "took out the bowl to shake it around," reinstalled the bowl, then resumed treatment. Customer said she did not wait for the red cell pump alarm to occur before intervening. Cse informed customer that she should not be taking out the bowl, or uninstalling the drive tube during the treatment. Customer verbalized understanding. Customer reviewed technical bulletin #4 regarding troubleshooting interface too high issues. Customer verbalized understanding. Customer said she did not have any further issues with the interface rising too high in the bowl after she switched over to the patient at around 600ml whole blood processed. Customer said for the next approximately 800ml of the patient's whole blood processed, she had no issues. Customer verified that an additional 800ml had been processed since the last instance of her uninstalling the centrifuge bowl. She said her collect rate was 15ml/min. Customer said the patient was about 50ml fluid volume positive at the time of the leak. Customer said she had an internal biomedical engineer who was notified. Customer said she would clean up the instrument and would take the instrument out of service until it could be looked at by their internal biomed engineer. Patient reported as stable. Customer submitted photos for investigation.